Manufacturer narrative:
The device was not received for investigation. A review of the manufacturing batch doesn't show any problem that can justify this issue.

Event description:
Abnormal values, impossibility to measure the intracranial pressure.

Event description:
Abnormal values, impossibility to measure the intracranial pressure.